Event description:
(Drug/diluent: ropivacaine 0.2%), (fill volume: 400 ml & flow rate: 6ml/hr), (procedure: first metatarsal austiotomy) (cathplace: popliteal block). Pump infused the majority of the drug in 17 hours instead of 2.7 days (66.6 hours). Pump placed at 11am on (B)(6) 2011 and pt went home. At about 5am on (B)(6) 2011, the pt noticed that the pump was only the size of half a golf ball. The anesthesia service was called and the pt clamped the pump and removed the catheter. Pump had saf set at 6 and a pca with 5ml/30 min. Pca was only used periodically. Date of event: (B)(6), 2011.

Manufacturer narrative:
Method: sample has not yet been rec'd, but was reported to be available. As no lot number was provided, the device history record cannot be reviewed. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when rec'd and a f/u report will be filed.